Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2011; 693565 lead, implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation at a six month visit, the left ventricular (lv) lead exhibited a decrease in lead impedance and that there was no stimulation. A decision on whether or not to replace the lead was pending. An echocardiogram was later performed with normal results, and no lead was changed. The lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.